Event description:
On (B)(6) 2009, a sparc sling system was implanted for stress urinary incontinence. On (B)(6) 2009, mesh erosion was diagnosed and a, "procedure for debridement of the sling and vaginal closure on (B)(6) 2009," was done. On (B)(6) 2010, removal of extruded mesh was done. It was alleged that the pt continued to suffer pain and complications after surgery. Also, the pt, "has and will continue to suffer pain, disability, impairment, loss of enjoyment of life, ability to engage in chosen and necessary activities, and/or economic damages.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.